Manufacturer narrative:
Note: product code (B)(4) was selected. However, the cobas taqscreen mpx test simultaneously detects for (B)(6). (B)(6). The investigation into this issue is ongoing. A detailed conclusion from the investigation will be provided through a follow-up report. (B)(4).

Manufacturer narrative:
Follow up report 1. Additional information; device evaluation. Device evaluated by manufacturer: yes. (B)(4) - a device from the same lot of the actual device involved in incident was evaluated. (B)(4) - device according to specification. (B)(4) - no failure detected; device operated within specification. The investigation determined that no product non-conformance was identified. In house investigative testing of retain material did not produce reduced pcr performance related to specific reagent cassettes. The re-testing of the donors confirmed the initial non-reactive results. All results correlated with the original test run. There is no indication that any of these samples should have been reactive the cobas taqscreen mpx test performed as intended and within product claims (B)(4).

Event description:
During an evaluation of a complaint case reported by a customer site in (B)(6), we identified a valid test run that might have been processed with a compromised cobas taqscreen mpx master mix reagent. The test run in question was valid as all kit controls were within their specified range. However, upon review of the customer data, it was noted that both the target (for positive kit controls only) and quantitation standard CT values were delayed by ~5 cycles when compared to expected values. The customer retested all donor specimens and all test results correlated to the original test results; no discrepant results were generated.